Event description:
It was reported that the service led and the auxiliary power indicator led illuminated on the device and the device's display turned black. The device could not be used in spite of several attempts. The user reported that half a day later, the device was functioning normally. The device was about to be used on a patient for monitoring. However there was no adverse outcome for the patient. A backup device was used and the patient was stable.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to reproduce the reported failure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported failure could not be determined.